Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and yellow particles on the surface of the shell. Leak test was performed and found openings on radius and posterior. A microscopic analysis was performed which identified crease smooth opening on posterior and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as a fold flaw opening and various striated edge openings on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.